Event description:
The user received a questionable hcg (human chorionic gonadotropin) result for one patient sample. The initial result was < 0.1 miu/ml with a data flag. This result was reported outside the laboratory and was questioned by a doctor. The sample was repeated and gave an hcg result of 7836 miu/ml with a data flag. The doctor had called the laboratory because he expected the hcg result to be high; therefore he had not treated the patient in any way based on low initial result. The hcg reagent lot number was 15653702. The field service representative determined the cause was the patient sample. He found the analyzer was running with no issues and hcg results for other patient samples were acceptable.

Manufacturer narrative:
A specific root cause was not identified. Cailbration and quality controls are within specification. No issue with the reagent was found. Additional information was not available for further investigation. The customer concluded it was a sample issue. No adverse events were reported for the patient.

Event description:
Pca would power off when patient pressed button for a dose.